Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: the pump black box data showed dates from (B)(6) 2012, indicating that the user had set the incorrect date. A review of the data revealed an unexplained pump reboot on (B)(6) 2012. During a visual inspection of the pump, battery compartment cracks were observed from the thread area to the case seal and below the grip pad. The battery compartment threads were damaged. There was no evidence of moisture contamination inside battery compartment. The battery cap was not returned. During investigation, a test cap was not able to secure properly to the pump and power loss occurred. During testing, the pump basal testing failed due to intermittent power interruptions. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. The allegation of no power was not duplicated however, testing confirmed intermittent power and damage to the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was reported that the battery compartment and battery cap were cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.